Event description:
It was reported that the patient received inappropriate shocks due to noise, oversensing, high impedance and an apparent fracture on the right ventricular lead. Detections were turned off until the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.